Manufacturer narrative:
One cadd solis vip pump was returned for analysis with the tamper seal missing and a damaged lens. Sensor testing and functional testing was performed, and the reported issue of the cassette not attached properly was duplicated. The downstream sensor was found to be out of calibration due to contamination. The cause of the contamination is unable to be determined but the sensor was replaced to resolve the issue.

Event description:
Additional information received indicated that there was no patient involvement.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "cassette not attached properly alarm". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.